Event description:
A pt was in an outpatient surgical center for: bilateral endoscopic frontal ethmoid maxillary and left sphenoid sinus surgery. A pointed-tip sickle knife was being used when a "snap" was heard and the blade of the knife was found to be missing. The surgeon could not visually locate it. X-rays were taken and tip was located. Following extraction of the loose blade, a cerebral spinal fluid leak was seen. The surgeon attempted to patch the leak, but it continued. The pt was then admitted for placement of a lumbar drain.